Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that a system had no infusion during a procedure. The system was exchanged to complete the case. Pt impact is unk. Add'l info has been requested.